Event description:
It was reported that the user experienced repeated difficulty connecting a dexcom g7 sensor to the ilet system following alert 56, with the device unable to pair to the cgm or to the ilet mobile app despite troubleshooting and correct setup attempts. Investigation included device inspection, attempts to initiate bluetooth pairing, and review of engineering logs. The device powered on but was not detectable by any bluetooth scanning device despite the ble ID and software version being displayed on the screen. Upon disassembly, the display was found to be partially separated from the housing, and evidence of liquid ingress was observed inside the device. These findings are consistent with internal component damage affecting bluetooth function and explaining the reported alert 56 and inability to pair with the cgm and mobile app. It was concluded that the event was attributable to a device malfunction caused by liquid ingress and associated internal damage. A replacement device was issued. A follow-up report will be submitted if additional findings arise.